Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. No motor error alarm noted ad the motor was tested outside of the device and passed. No moisture damage was noted on the electronic assembly. The insulin pump passed displacement test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and compromised force sensor system alarm. Customer's blood glucose was 305 mg/dl. Insulin was shooting out of the tube. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.